Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Displacement test was performed and button error alarm wasn't verified due to blank display. The motor assembly was also found with traces of moisture. The device had cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 189 mg/dl. Customer's mother stated the device was exposed to water. Customer' mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.